Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) exhibited infection and sepsis. A revision was performed and the crt-p was explanted. The company representative informed that the system was removed without issue and the patient tolerated well after the procedure. There were no additional adverse patient effects reported. The crt-p was not returned.